Event description:
It was reported that he pt fell on her stomach breaking several ribs. Following the fall, the pt lost therapeutic effect and had pain over the implantable neurostimulator (ins) site. The implant was check twice once by the nurse and once by the field rep. Both told the pt the device was ok. Approx five months later, at the time of the report an early replacement indicator message was received. The pt felt the message was too soon; they had been told the battery would last 9-20 years. Additional info received reported that the event was attributed to the titan anchor. The pt failed to achieve the pain relief present during the trial. The pt also experienced sensory changes and shocking. An open circuit was noted on programming. A fractured lead at the anchor site was diagnosed at explant. The pt was going to be scheduled for laminectomy for removal of the lead fragment. The pt outcome was reported as non-serious injury / illness.